Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device has been carried out correctly. Batch reconciliation was 100%. The lens was inspected under a stereoscopic microscope at 30x magnification. The lens carries a broken haptic. The returned piece of the lens appeared smooth on the broken cross section area. This suggests that the haptic broke whilst in a dehydrated state. The cartridge and lens are compatible for implantation. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The lens appeared to be handled whilst in a dehydrated state and this caused the break at the haptic.

Event description:
Lenstec, inc. Received an email notification stating "the device was being returned as it was explanted due to a torn haptic during insertion."